Event description:
It was reported that (1) tvc55 was used during an unknown procedure. It was reported by the affiliate that the device lock out. Opened another device to complete the case. No adverse pt outcome.